Manufacturer narrative:
(B)(4), date sent: 3/27/2023. D4: batch # 891a03. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (a) was returned with no apparent damage and one reload present. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The device performed without any difficulties noted.  It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 891a03, and no non-conformances were identified.

Manufacturer narrative:
(B)(6). Date sent: 2/1/2023. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, the blade did not advance from the middle part. No patient consequences reported. No further information is available.